Event description:
During solicited call, spouse reports line across screen obstructing view. Pt just started therapy. No other info available. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Dose or amount: 0.002 ml/hr, frequency: continuous, route: sq. Dates of use: from (B)(6) 2019 to current. Diagnosis or reason for use: pah.